Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that the fiberoptic door in the cardiosave intra-aortic balloon pump (iabp) was broken and came off. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and replaced upper panel to correct fiberoptic door that got broke off. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.